Manufacturer narrative:
Product ID 8590-1, lot# n132992, implanted: 2008 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump was not working. The patient had been in and out of the hospital since the pump was implanted in november. The patient had water around his heart, but his ¿heart was fine his heart was not the issue.¿ the reporter stated ¿the girl that fills his pump thinks the catheter might be split.¿ the week prior to the report, when she put the needle in, water was spraying out. The patient was told that the pump was working, and he was getting the right amount of medication, but the catheter was ¿questionable.¿ the healthcare provider (hcp) injected him with dilaudid and gave him oral dilaudid, and within 40 minutes, he felt fine. The patient had not eaten in 11 days, but after taking the oral dilaudid, he was able to eat. The patient had been in bed since (B)(6), and was "all cramped up.¿ the patient had been in and out of withdrawal for the last month and a half. The patient had cramps in their legs and neck. The patient¿s eyes were dilated. The week prior to the report, the hcp ¿injected him ¿butt¿ with dilaudid till felt better.¿ reportedly, by the fourth injection, he started feeling a little bit better. The pump system was being used to infuse dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.